Event description:
The recipient is reportedly experiencing electrode migration. A x-ray revealed electrode contacts out of the cochlea. The recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The repositioning surgery took place on (B)(6) 2020. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.